Event description:
Pt had been receiving elevated blood glucose results (> 400 mg/dl), while using the suspect device. Based on the elevated readings, pt reportedly phoned his physician and was advised to increase the dosage of his oral diabetic medication. Two days later, pt sought treatment at his physician's office. Reporter noted that patient's blood glucose measured 178 mg/dl, on his physician's meter and 447 mg/dl, on the suspect device (time between results was not provided). No patient injury was reported and no treatment was received. Reporter noted that, prior to contacting technical support, a level-one quality control test was performed on the suspect device and the results fell outside of the acceptable range.